Event description:
Philips received a complaint by the customer reporting an automatic startup on a v60 device occurred. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The investigation is ongoing.

Manufacturer narrative:
H10: based on the information available and the testing conducted, the reported problem was confirmed. A philips authorized service provider (asp) suspected the cause of the reported problem was a failed power management printed circuit board assembly (pm pcba). With additional troubleshooting, the asp determined the reported problem of automatic startup was caused by a switching power supply failure. The asp replaced the power switch overlay to correct the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: based on the information available and the testing conducted, the reported problem was confirmed. A philips authorized service provider (asp) determined the cause of the reported problem was a failed power management printed circuit board assembly (pm pcba). The asp reported the part was ordered but not yet available. The device remains out of service. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (pm pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.